Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patient's inss can't recharge and they had problems finding a healthcare professional (hcp) since moving. Additional information was received from the consumer. It was reported that the patient had not been able to find an hcp, but they would continue to search for an hcp. It was noted that the patient two rechargeable inss and three leads. One ins was implanted on the left side and one was implanted on the right side. The consumer was not sure what parts of the body each one provided therapy to. The consumer did not have the serial number/ID card for the one ins which was not found in device registration. The first ins stopped working around (B)(6) 2014 and never got working again. The second ins stopped working close to a year prior to (B)(6) 2016-. They had been trying to find a doctor for about a year as of (B)(6) 2016 so they have not been able to get either ins working again. It was noted that the patient did recharge regularly and they didn't know of anything that would have caused them both to stop working. The consumer was to provide an update when they find a doctor. Refer to manufacturer report #3004209178-2014-20775 so the report of the event for the patient's other ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.